Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. D10 concomitant products: 118010a0 - basis table top,individual configuration. E1 event site name: (B)(6). E1 event site address: (B)(6).

Event description:
Getinge became aware of an issue with one of our columns ¿ 118001c0 ¿ magnus table column, mobile. As it was stated, an unintended movement of the column occurred, causing the table to quickly lower into the down and tilt positions. The exact range of motion is unclear. As a result, the surgeon stumbled while moving backward and sustained a sprained ankle, leading to approximately one week of incapacity for work. We decided to report this issue due to the serious injury sustained by the user.